Manufacturer narrative:
A united states (us) customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding erroneous carbon dioxide, concentrated (co2_c) and creatinine_2 (crea_2) results obtained on two patient samples on an atellica ch 930 analyzer. With siemens remote assistance, the customer found one of the cuvette washer probes was leaking. The customer service engineer (cse) was dispatched to the customer's site. During the visit the cse inspected the instrument, identified a leak in the reaction cuvette washer probe 4 system, replaced the valve. Siemens further evaluated the event and noted that leaking reaction cuvette washer probe valve dripped water into random reaction cuvettes, which potentially contributed to the erroneous co2_c and crea_2 results. The device is performing within specifications. No further evaluation is required.

Event description:
The customer reported that erroneous carbon dioxide (co2) and creatinine (crea_2) results were obtained on two patient samples on an atellica ch 930 analyzer. The initial results were reported to the physician(s). The samples were repeated on different alternate atellica ch 930 analyzers. The repeat results obtained were considered correct and reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to this event.